Event description:
Vague report that the pump was programmed in "ml/min" instead of mcg/kg/min(although there is no choice of "ml/min " on the pump) during an infusion of an unknown medication. There were ni ill pt effects and the pump was not isolated for evaluation. No add'l details are known.